Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance, three (3) tubes underfilled and were pushed off of the non-patient end of the collection needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photographs for investigation. Functional tests were conducted using 20 retained samples and all samples drew within specification. Moreover, none showed any needle push-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance, three (3) tubes underfilled and were pushed off of the non-patient end of the collection needle. No adverse impact was reported regarding the patient or user.